Event description:
The olympus (osh) field service engineer became aware that the customer ¿camera head was broken. The hospital still insists on using it. The image may disappear or blur during use.¿ additionally, the switch unit was found detached from the coupler/head unit. There was no death, injury or health damage reported.

Manufacturer narrative:
The referenced device has not been returned to date. The device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The customer provided additional information on 17-jun-2022: it was found during preparation before use. The device was found to have an image that was blurred due to a broken adapter with the camera head. No patient involvement.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information and additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.